Event description:
Universal hall adapter causes drill bit to move eccentrically.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary : the affected device is fully functional, however, the reported event that the assembly wobbled could be confirmed. Tests were performed to try to reproduce the failure. Using the device in combination with a hudson coupling ref 4100-135, a gap could be seen when inserting (only in one way), making the assembly wobbling. This is caused by the design of the hudson coupling. R&d was asked to provide some information regarding the reported complaints. They stated: the 4100-135-000 hudson / modified trinkle drill attachment is designed to accept both the hudson style and modified trinkle style back-end. In order for the attachment to work with both styles of back-ends, the tolerances have to be a little bit looser for the modified trinkle style and some amount of wobble ended up being a compromise to allow the attachment to fit both back-ends. In addition, there isn¿t a standard for the design of the back-ends, so the attachment fit can be better or worse depending on the design of the back-end and the manufacturer¿s tolerances. The gap described below is normal due to the design. The attachment will completely close (no gap) when using a hudson style back-end, but there will be a gap when using a modified trinkle back-end. The device could be improved. A review of the device history for the reported lot did not indicate any abnormalities. Based on the investigation results, the root cause could be attributed to the device used in combination with this reported device.

Event description:
Universal hall adapter causes drill bit to move eccentrically.